Manufacturer narrative:
(B)(4) (cuvette lot #l0jlr170). Method: device has been requested. No product returned. Device history record for cuvette lot was reviewed and met specifications. Result: customer complaint could not be confirmed. Conclusion: no conclusion could be drawn. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports with hemochron elite microcoagulation system "got lower result on act-lr than expected". Erratic results were generated. The test was repeated immediately with expected results. Liquid quality controls performed post-event failed. No adverse event(s) reported.